Manufacturer narrative:
(B)(4).

Event description:
Customer states: an internal tube for the ventilator and the kimberly's closed suction tube were connected but they separated several times a day. Used for 4 days. The tube was removed and recannulation of a replacement tube was required.